Event description:
The hcp reported the pt was experiencing increased spasticity, headache, nausea, and abdominal pain. "Pt not receiving expected benefits from pump and wanted it out." The pump was explanted and returned to the manufacturer for analysis.